Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "lcd does show all the characters". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. Device evaluation: one device was returned for investigation with a cracked tank cover, corroded drain fitting, faulty pcb, and crack in the enclosure. Functional testing was performed and found that the liquid crystal display (lcd) was missing pixels; confirming the reported complaint. This was caused by a faulty printed circuit board (pcb) from physical damage to the device during usage and handling. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
Additional information received that the event happened during testing. No patient involvement.